Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. No sample was returned for evaluation, the lot number is unknown. The root cause was determined to be use error. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check heater line alarm, this situation occurred during fill 1. The home patient (hp) stated he kept getting a check heater bag; he changed just the heater bag and believed in doing so, he got air into the system. The hp wanted to start over, but needed assistance. The technical services representative (tsr) instructed the hp to cycle the power off/on, end the therapy and then explained the proper set up procedures. There was patient involvement. No patient injury or medical intervention was reported. A follow up was done via phone. The hp stated they started over with new supplies. The lot number was unknown and the supplies had been discarded. The hp has continued therapy with no injury or medical intervention reported as a result of this incident.